Event description:
Procedure: vats lobectomy. According to the reporter: the staple gun was clamped and fired on a branch of the pulmonary artery during a vats lobectomy. The gun then jammed and refused to open. The surgeon then had to convert the patient to a full thoractomy. The instrument cut the vessel and the vessel was sutured. The patient was injured or in jeopardy, but is making a full recovery. Surgery time was extended by more than 30 minutes and there was a change from an endoscopic surgery to an open surgery. There was no blood loss of more than 500cc. There was an extension of the incision by more than 1 inch. There was no unanticipated tissue loss or irreversible damage and no parts of the device or tack fell into the patient cavity. Reinforcement material was used in conjunction with the stapling device:

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on 07/14/2015.